Manufacturer narrative:
(B)(4). The device was not returned and the procard was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The hp (home patient) contacted baxter for a check heater line alarm. During troubleshooting the hp stated the homechoice was displaying fill 1 of 3, but it should be displaying fill 1 of 4. Hp was instructed to end therapy and contact the nurse. During a follow up call, the hp stated the nurse tried to reprogram the procard two times but it kept showing 3 fills instead of 4. The nurse then programmed a new procard and there have been no other issues. Neither the device nor procard were retuned for evaluation. The assignable cause for the therapy changing from 4 cycles to 3 was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the device changing cycles. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a check heater line alarm, the home patient (hp) stated the home choice (hc) was displaying fill 1 of 3 and should be displaying fill 1 of 4. The technical service representative (tsr) instructed the hp to end therapy and call her nurse in the morning. There was patient involvement but no injury or medical intervention reported. A follow up was done via phone call. The hp stated she ended therapy and took her pro card into her nurse. The nurse tried 2 times to reprogram the pro card but it kept showing 3 fills instead of 4 fills. The nurse programmed a new pro card and there have been no other issues. The hp did state that the nurse had discarded the pro card. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.